Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the distal end and insertion section were both wiped with lint-free cloths/brushes/sponges. During evaluation, the reported image issue was confirmed: the image was noisy due to a damaged charge coupled device. Functional testing showed the device failed leak testing due to a scratched scope connector cover. Testing also showed the up/down knob could not be securely locked due to a worn lock engagement lever. The angle wire was worn: this caused the bending angle in the up direction to fail specifications and the up/down knob to have excess play. Finally, there was no image on the monitor due to dirt on the objective lens. In addition to the foreign material, visual examination showed the following issues: the scope connector was corroded, scratched and damaged; the air/water nozzle was corroded; the air/water cylinder was corroded; the light guide lens was corroded and discolored; the objective lens was discolored; the up/down knob was corroded; the control unit was discolored and scratched; the bending section cover's adhesive was chipped; and the connecting tube was discolored. Examination showed the following components were scratched: the distal end cover; the universal cord protector; the universal cord; the flexibility adjustment ring; the hand grip; the switch box; switch button 4; the right/left knob; the scope cover; and the lock engagement lever and knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material found on the bending section cover adhesive could not be specified and there were no reported reprocessing deviations from the IFU. There was physical damage on the device, which may have resulted in foreign material not being removed during properly conducted reprocessing. However, the foreign material found on the light guide lens could not be specified and there were no reported reprocessing deviations from the IFU. There was no damage at this area that would prevent foreign material from being removed. A definitive root cause of the foreign material on this part of the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the colonovideoscope had a noisy image. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the light guide lens and the bending section cover's adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.